Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported close door message, which was reproduced as door not fully latched messages during evaluation when attempting to run a loaded IV set. The messages were found to be caused by loose link screws. The screws were replaced.